Manufacturer narrative:
Patient weight not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested for capstone & clydesdale inserter. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in an oblique lumbar interbody fusion (olif) spine procedure, the site's clydesdale inserter was damaged. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.